Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sept2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported the navigation ring (nav-ring) failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.